Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient got out of the shower at 4am. He started feeling sick and vomiting. The patient checked that the cgm was reading normal (unable to mention during call). By 10am he felt nauseated, sick and vomiting again. The dexcom was 200 mg/dl and it was not decreasing. Insulin was taken via his integrated tandem mobi. He called his doctor and he was advised to take off his sensor. He measured his bg fs as 550 mg/dl. He took insulin injection manually based on his bg meter readings. He went to the emergency room (ER) immediately. They did bg test, checked ketones, and multiple bloodwork. The patient doesn't recall the bg fs value but said the laboratory test glucose level was close to his bg reader by 5%. The patient was treated with IV fluids and insulin via IV. While at the hospital, the patient tried replacing the sensor but it kept reading inaccurate so he had to dispose 3 additional sensors and his transmitter. He stayed at the ER for 5 hours. At the time of the report the patient felt better but still not normal and still feels a bit sick. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.